Event description:
It was reported that after adding the sodium chloride solution in 1 of the 100 ml cassettes, a black dot was noted inside the bag behind the plastic casing, item cannot be used. There was no patient involvement and no patient harm.

Manufacturer narrative:
Phone (B)(6). One sample was received for evaluation unused, and in a plastic bag. Visual inspection was able to confirm the reported problem as particles were detected. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The investigation confirmed the customer reported issue. A lot history review did not find any non-conformance or deviation.